Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Additional information received noting that the physician believes the increased seizures are related to low battery and the increase was back to pre-vns levels.

Event description:
Patient reported experiencing an increase in seizures, going from 1-3 seizures a night to 5-6 a night. The patient has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.